Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and circuit cords. System operates as intended.

Event description:
Customer reported the up and down buttons are not working. No pt injury was reported.